Event description:
It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint post implant, the patient had a stroke and was now on medication. No additional information is known at this time.